Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error, software error and moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was exposed to pool water. The customer reported fluid under the lcd display. The customer mentioned that the down arrow does not work. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the software error or button keypad anomaly due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.